Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the ins is not helping control patient's urinary symptoms anymore, not helping retain patient's urine. The patient has tried all 4 programs and adjusted stim on each one. The patient talked to physician who suggested contacting a rep to have new programs put on, and the reps were emailed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer representative and a health care physician (hcp) via a manufacturer representative (rep) on (B)(6) 2020. In response to the inquiry for if the patient had been contacted yet, a manufacturer representative (rep) reported that a manufacturer representative (rep) had reached out to the patient and that they were going to be making arrangements to see the patient in the health care physician (hcp) office. The rep noted that this had been confirmed with the hcp. On 2020-may-06, the rep who met with the patient wrote that they had met with the patient on (B)(6) 2020 at the hcp clinic. The patient reported that they had fallen twice in january and confirmed it was during that period of time when their symptoms had returned. An impedance check was performed which revealed 5 programming combinations impeded over 4000 ohms. The rep reported that they had provided their standard 3 advanced programs but needed to use case + to make these changes. It was noted that the patient felt vaginal sensation a .9 mamps. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative stated that patient's weight was approximately (B)(6). The patient wasn't sure if return of symptoms occurred around the time of her falls, but thought perhaps they did only after the brought up the possibility with the patient. It is unsure what impact the patients falls had on the device. The assumption is the falls may be the causation of the impedances but we can't be sure. The change in programming was used to enable programming around the impedance issues and still provide stimulation using 2 active electrodes. Using case as the positive was the only viable option. No other actions were taken. It hasn't been a week since the reprogramming and thus do not have any other information on how the patient is doing after the reprogramming. The patient has instructions to call her provider if symptoms persist.

Event description:
Additional information was received from the patient. They reported that they worked with their managing physician and tried different programs but ultimately the doctor ended up referring patient to a new doctor named who replaced the interstim system on (B)(6) 2021. Patient stated the previous system only helped for about 2 months then quit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.